Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with naked eye noted a female connector separated from the main body tubing. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set separated from the main body. It was further described as "the dark blue part twisted out of the light blue part". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.